Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no reported need for third-party medical assistance. Customer delivered correction insulin by injection, contacted technical support, received instructions to reset pump using provided reset information, successfully reset pump without recurrence of malfunction code, was advised that pump could continue to be used.